Event description:
(B)(6) / 63 year old dialysis patient using nxstage system one with pureflow for at home hemodialysis. Pureflow filter pak exhausted after 1 treatment. This has been an ongoing issue since (B)(6) 2025.